Event description:
It was reported, the procedure was being performed in the PICC room. During insertion, the sheath folded/crinkled on itself. As a result, another kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).